Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was returned for investigation where it was tested using a retention battery, retention test strips (lot = 476828, expiration = 31-oct-2019), and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 41 mg/dl, 41 mg/dl, 43 mg/dl. Level 2: 290 mg/dl, 297 mg/dl, 290 mg/dl. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated they received discrepant glucose results for two patients tested with accu-chek inform ii meter serial number (B)(4). At 12:24 p.m., a sample from the first patient was tested using the meter, resulting with a glucose value of 401 mg/dl. At 12:32 p.m., a sample from the first patient was tested using the meter, resulting with a glucose value of 286 mg/dl. The reporter believed the 286 mg/dl value to be accurate. At an unknown time on 16-aug-2019, a sample from the second patient ((B)(6) male) was tested using the meter, resulting with a glucose value of 452 mg/dl. Within 2 minutes of the initial test, a sample from the second patient was tested using the meter, resulting with a glucose value of 92 mg/dl. The reporter believed the 92 mg/dl value to be accurate. Controls run on the meter within 24 hours of each measurement were within range.